Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (7l47971), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair procedure on (B)(6) 2021, it was observed that the 4.9mm healx adv sp bioc anchor device broke while attempting to pull the sutures back. The surgeon gave up threading 6 sutures and threaded only 4 sutures with other another like device and completed the surgery successfully without any surgical delay. There was no harm to the patient. It was confirmed that no fragments of the broken anchor were left in the patient¿s body. The device was brand new and its first use when the issue occurred. No additional information was provided.